Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the entire coil was removed in two pieces."), fallopian tube perforation ("perforation of organs") and pelvic pain ("pain") in an adult female patient who had essure (batch no. 952110) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, bipolar disorder, dysthymic disorder, pain in hip, depressive disorder, asthma, anxiety, vulvovaginal human papilloma virus infection, chlamydial infection, chickenpox, heavy periods, menorrhagia, ovarian cyst, dyspareunia, lower abdominal pain, normal delivery, cervical intraepithelial neoplasia iii and anemia of pregnancy. *on an unknown date, essure confirmation test(s) was performed. Previously administered products included for an unreported indication: mirena. Concurrent conditions included latex allergy. Concomitant products included alprazolam. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),removed bilateral essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered device breakage, dysmenorrhoea, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: discrepancy noted in dates of insertion- (B)(6) 2013 (per mr) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: diagnoses: contraceptive surveillance, unspecified. Ultrasound scan vagina - on (B)(6) 2015: uterus is normal in appearance. The essure coils are seen within the proximal tubes. The right ovary is identified and appears normal. The left ovary identified and appears normal. Concerning the injuries reported in this case, the following one/ones were reported via medical records, removal details-device breakage (that the entire coil was removed in two pieces), dysmenorrhoea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), pelvic pain ("pain") and device breakage ("the entire coil was removed in two pieces.") In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included latex allergy. In 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),removed bilateral essure coils.), surgery (salpingectomy (bilateral removal of fallopian tubes),removed bilateral essure coils.) And surgery (salpingectomy (bilateral removal of fallopian tubes),removed bilateral essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain, device breakage and dysmenorrhoea outcome was unknown. The reporter considered device breakage, dysmenorrhoea, pelvic pain and perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical records, removal details-device breakage (that the entire coil was removed in two pieces). Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Event per pfs: dysmenorrhea (cramping),that the entire coil was removed in two pieces. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), pelvic pain ("pain") and device breakage ("the entire coil was removed in two pieces.") In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included latex allergy. In 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),removed bilateral essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain, device breakage and dysmenorrhoea outcome was unknown. The reporter considered device breakage, dysmenorrhoea, pelvic pain and perforation to be related to essure. Diagnostic results: on an unknown date, essure confirmation test(s) was performed. Concerning the injuries reported in this case, the following one/ones were reported via medical records, removal details-device breakage (that the entire coil was removed in two pieces) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the entire coil was removed in two pieces."), fallopian tube perforation ("perforation of organs") and pelvic pain ("pain") in an adult female patient who had essure (batch no. 952110) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, bipolar disorder, dysthymic disorder, pain in hip, depressive disorder, asthma, anxiety, vulvovaginal human papilloma virus infection, chlamydial infection, chickenpox, heavy periods, menorrhagia, ovarian cyst, dyspareunia, lower abdominal pain, normal delivery, cervical intraepithelial neoplasia iii and anemia of pregnancy. *on an unknown date, essure confirmation test(s) was performed. Previously administered products included for an unreported indication: mirena. Concurrent conditions included latex allergy. Concomitant products included alprazolam. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),removed bilateral essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered device breakage, dysmenorrhoea, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: discrepancy noted in dates of insertion- (B)(6) 2013(per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: diagnoses: contraceptive surveillance, unspecified. Ultrasound scan vagina - on (B)(6) 2015: uterus is normal in appearance. The essure coils are seen within the proximal tubes. The right ovary is identified and appears normal. The left ovary identified and appears normal. Concerning the injuries reported in this case, the following one/ones were reported via medical records, removal details-device breakage (that the entire coil was removed in two pieces), dysmenorrhoea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received, reporter added, lot number added, medical history and concominat drug were added. Lab data added. Event: perforation of organs updated to fallopian tube perforation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.